Event description:
This report is being filed as additional information was received indicating that this left ventricular (lv) lead was surgically abandoned and replaced. The patient's cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on this left ventricular (lv) lead were high out of range. Episodes of noise had also been recorded on the lv channel. Boston scientific technical services discussed programming options with the reporter. No adverse patient effects were reported. The cardiac resynchronization therapy defibrillator (crt-d) and this lv lead remain in service.